Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station could create medication orders around midnight without any issues. A technical support specialist (tss) followed knowledge articles, device time is incorrect and how to adjust station ntp server settings, updated the system time accordingly, and contacted the user to reconfirm the fix. The issue was resolved, and the user agreed to close the case. The system functioned as intended when the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis unit time was incorrect. The recovery pyxis machine was registering approximately 58 minutes ahead of the actual time, displaying 14:28 while the real time was 13:30. This discrepancy was causing issues with nursing administration times. However, there were no delay or adverse events or injuries reported based on this event.